Manufacturer narrative:
Continuation of medical device: 6940-52 lead implanted (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high defibrillation impedance. Follow up with the company representative indicated that the impedance alert parameters were adjusted. The lead remains in use. No patient complications have been reported as a result of this event.